Event description:
It was reported by the rep that the (1) 511o was used during a laparoscopic hernia repair tapp procedure. It was reported that the trocar was inserted at the umbilicus and was used without any problems for the majority of the case. Upon removal of the trocar, it was noticed that the distal tip of the cannula had sharp edges and it appeared that a portion of the tip was missing. Upon inspection of the peritoneal cavity several small pieces of the trocar cannula were found. The trocar sleeve in question was saved and sent to the risk management dept of the hosp. Facility would not permit the return of the trocar to ethicon endo surgery. Neither the package or the trocar's obturator were saved therefore the lot number is unk. The hosp has completed a medwatch report (180035) and filed it with the appropriate organizations. There was no pt consequence.